Manufacturer narrative:
E1: reporter information: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm could not be muted. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with the same model, but there was no reported delay in therapy or medical intervention. The customer called technical support to report that an alarm could not be muted. An alarm was ringing, but a message stating, "no alarms that can be muted" was displayed. The "mute" portion in the upper left of the screen did not appear. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that a 1105 "alarm led failed" alarm error occurred. Based on the information, the issue does not meet the reportability criteria. Therefore, this complaint no longer meets reportability requirements.